Manufacturer narrative:
Longevity calculations were performed based on the usage history stored in the image. The battery depletion was determined to be normal. No further testing was performed per legal request.

Manufacturer narrative:
In the initial report should have been blank since this was a prophylactic explant due to advisory and not a battery performace alert (bpa) advisory.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the advisory for battery performance the device was explanted prophylactically. No further information was available at this time.